Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a vats procedure. The surgeon stated the device was fired and on the third firing the staple line fell apart and the staple legs did not line up with the pockets. Another device was used to complete the case. There was no adverse consequence to the patient.